Event description:
The home patient (hp) contacted baxter's service center regarding feeling smothered while were connected to the homechoice (hc) during the dwell. The hp stated that last wednesday night the hc put so much fluid in them that they felt it in their chest and they thought they were going to smother. They stated once it went into drain they were fine and they had been doing therapy every night. The technical service representative (tsr) swapped the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.